Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
The ge service representative conducted an onstie investigation. The nodes were flashed. The general purpose operating system board and the gasket were replaced. The system was cleaned under the cover. The service representative also ordered a new hard drive. The system was tested and operates as intended.